Event description:
It was reported by the patient, an angio-seal was deployed post percutaneous coronary procedure. Six days later, the patient experienced hives and blisters on the arms and an ache in the groin. The patient was given a foam medication for the arms by the family physician. The physician instructed the patient to see a dermatologist. The patient took benedryl without relief. The patient contacted the cardiologist and was instructed to visit the dermatologist. The patient stopped all medication with the hope that would correct the symptoms; however, it had not. The patient then went to the dermatologist. After discussion with the dermatologist regarding the components of the angio-seal, the reabsorption time, and the instructions for use (IFU) statement regarding surgical removal; the physician planned to treat the patient with steroid medication.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information, the cause of reported incident could not be conclusively determined. The angio-seal device intructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema.